Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that while installing a tihawk9 implant, the surgeon expanded the implant and felt heavy resistance and heard a crack. The guide pin was removed and the threaded end of the shell's core had broken off the shell and was retained within the guide pin. The surgeon removed the shim but was unable to remove the shell. Given the stability of the construct and absence of neurological or structural risk, the decision was made to leave the shell in place and post pack the interbody space with additional biologics. There was a delay of 20 minutes to the procedure without patient impacts.